Manufacturer narrative:
Concomitant products: 10013890; tevadaptor bag access; non-cfn/bd extension set; 100ml hospira bag ndc 0409-7984-37 lot 69-068-jt exp 1 sep 2018 nivolumab; 500ml b.braun ndc 0264-7800-10 lot j6s336 exp 06/19 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the male luer broke off inside of the mating needle free connector after an infusion of nivolumab 210 mg/100 ml normal saline at 124 ml/hr.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer broke off inside of the mating needle free connector after an infusion of chemo. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that ¿the male luer broke off inside the mating needle free connector¿ was confirmed. Visual inspection observed that the male luer tip of the suspect primary set to be broken off; with one side slightly higher than the other. Further visual inspection of the damaged component under magnification observed a whitish colored stress marking on the broken luer tip¿s lower side. The broken off tip of the male luer was found lodged into the received non-bd needleless connector. Functional testing was not performed due to the damage. The root cause of the male luer tip breaking off was not identified.